Event description:
It was reported that (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 400cc mentor memorygel breast implants experienced pain, hair loss, gi problems, heart issues, body swelling, rash post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 400cc mentor memorygel breast implants experienced pain, hair loss, gi problems, heart issues, body swelling, rash post procedure. As a result, patient had an explantation on (B)(6) 2021.